Event description:
The device was used during a thoracoscopy procedure. Reportedly, the surgeon bent the instrument to get better access and cut the internal mammory artery. The surgeon performed a thoracotomy to complete the procedure. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
10/1/1998-supplemental report #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.